Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented in clinic for routine follow up showing oversensing on the ventricular channel. Patient was asymptomatic. Noise was not reproducible in clinic. Patient is being monitored and was stable before, during and after the event.

Event description:
New information notes that on (B)(6) 2017, the asymptomatic patient presented remotely on merlin.net with further episodes of non-sustained rv oversensing. The possibility of a lead issue was discussed. The lead was capped and replaced.